Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On november 03, 2021 customer alleged insulin pump's battery lasting less than 1 week. Insulin pump successfully downloaded traces and history file using thump. Insulin pump passed active current measurement and displacement test. However, insulin received with unexpected battery power loss and had high sleep current. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped electrical board with a test board and sleep current measurement passed. Low battery alerts confirmed in the insulin pump history on 10/30/2021 at 8:49am and on 11/03/2021 at 1:07am. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. In summary, customer allegation for insulin pump's battery lasting less than 1 week was confirmed during testing where insulin pump didn't pass sleep current. Swapped electrical board with a test board and sleep current measurement passed. Problem isolated to electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.